Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The thread detached from the needle. No patient consequences.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis four unopened samples of product code 8556, lot mhh248. The complaint sample was not returned for analysis. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the samples received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements. A manufacturing record review was performed for the finished device batch mhh248, xn8556h and no non-conformances were identified. Representative samples returned to support investigation of 3 device issues captured in reports , 2210968-2019-80670, 2210968-2019-80671 and 2210968-2019-80672. Analysis results have been included in follow-up reports for each.